Event description:
Patient called in 5/02 allging one touch profile meter would not power on. Patient reported meter would not power on for one week. They gave patient a glucose IV and took patient to the ER. At the ER, patient was admitted with low blood sugar. Patient reportedly was on a set amount of glucotrol and lantus. Patient took medications as directed. No further information has been reported.